Event description:
A surgical technician reported a patient with stage 1 diffuse lamellar keratitis (dlk) in the right eye, one day following lasik treatment. The patient reported a foreign body sensation in the right eye. The patient's topical steroid dosage was increased. In a follow up with an optometrist, she indicated the patient was seen on (B)(6) 2014 and the event had resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).